Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 12 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On july 12, 2025, the user informed senseonics that the system was displaying results different from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation, and an RMA was issued for the return of the sensor for further investigation. Upon receipt, a visual inspection was performed, and no anomalies were observed. In-house testing identified chemical degradation within the glucose-sensing component, specifically affecting two sensing areas. This finding was consistent with the sensor in vivo data, which showed declining sensor response in the same areas, which were appropriately de-weighted by the system. However, the user reported sudden drops in glucose readings to "out of range low," which returned to normal range within minutes without any clear reason or related physiological event. Review of the system data indicated intermittent electrical communication interruptions. During these communication interruptions, the system defaulted to the chemically degraded sensing area, likely resulting in the sensor reading inaccuracy. B4. Date of this report 10 oct 2025. G3. Date received by the manufacturer? 10 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3231,628. H6. Investigation conclusions updated to 4307.